Manufacturer narrative:
It was later reported that this device was explanted for normal battery depletion with a voltage of 2.58v and charge times of 21.2 seconds. The device was returned and detailed analysis is pending.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
--

Manufacturer narrative:
A device change-out was to be scheduled. Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) with voltage of 2.58 and charge times of 18.9 seconds. Replacement timeframe was discussed with technical services. This device is part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported.